Event description:
The customer reported via phone call that the insulin pump alarmed button error. Customer's blood glucose was 57 mg/dl, which was treated with glucose tablets. No significant events leading to the alarm were recalled. It was advised to discontinue use of the device and revert to a back-up plan. It was further advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had an intermittent button response on the up arrow button due to corroded keypad traces noted. No unexpected scrolling of numbers or button error alarms noted. The insulin pump had a cracked lcd window, cracked case on the lcd window corner, cracked reservoir tube lip, scratches on reservoir tube window and cracked battery tube threads.